Event description:
The manufacturer was informed of this event through patient tracking. The mitroflow dla21 valve was implanted in the patient on (B)(6) 2017 and explanted due to stenosis on (B)(6) 2021 . According to the additional information received, the patient has a history of copd, history of tobacco abuse, coronary artery disease, atrial fibrillation, obesity, chronic diastolic disease. The patient underwent aortic valve replacement, mitral valve replacement, 4 vessel bypass, maze procedure in (B)(6) of 2017. Based on the operational report provided, evaluation and the echocardiography of the patient demonstrated aortic insufficiency, as well as some degree of aortic stenosis. The mitral valve also had mild stenosis and the mitral prosthesis was obstructing the left ventricular outflow tract. Thus, the patient presented for the surgical correction. The patient was stable during the procedure and the operation was performed without any complications. Patient discharged 10 days post-op with stable condition.